Event description:
It was reported that the patient was able to adjust the stimulation on the implantable neurostimulator (ins). The message "call your doctor" was displayed on the patient programmer and a power on reset (por) condition was reported. The patient also experienced a loss of therapeutic effect following a total hip placement surgery one week earlier. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v764769, implanted: (B)(6) 2011, product type lead. (B)(4).